Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient complained that the stimulation was turning on and off without them adjusting it. It was noted that the patient was using adaptive stimulation and positional changes may have affected the stimulation. Additional information was received via a manufacturer representative from a consumer regarding the patient on (B)(6) 2018. It was reported that the patient had a fall in the (B)(6) of 2017-2018 and had a power on reset message that she was able to clear with her patient programmer. The patient also reports issues with her sensor when she changes positions. The manufacturer representative offered to reprogram and reset the sensor for the patient and the patient indicated that she will follow-up when she can make an appointment with her health care provider. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.